Manufacturer narrative:
(B)(4). Batch # t5c32y. Additional information received: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? No or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? No, the stapling was irregular but the device has cut the tissues. Or, did the device staple, but not cut the tissue? No. Did the device deliver any staples? Yes but irregularly. If the device stapled, what was the appearance of the staples that deployed into the tissue? (B-formation, irregular, legs straight)? Irregular. If the stapler did fire was the staple line complete? Incomplete and the staples get out of the line. Did the device cut? Yes. If yes, was the cut line complete? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Yes, the staples line has been strengthened with a manual suture (resorbable thread novosyn). The procedure has been extended of 15 minutes. The device stapled and cut the tissues however after the stapling, the appearance of the delivered staples was irregular and several staples opened with the legs straight. The test with the methylene blue is positive so the line of staples is not sealed. So the staples line has been strengthened with a manual suture. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No abnormal noises were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a gastric bypass procedure, when the surgeon performed a proximal stomach sleeve, the device performed a bad stapling and the motor activation noise was unusual. Use of another device from the same lot to complete the procedure. Patient consequences were not reported.